Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 23, 2016, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter was reading inaccurately at ¿10:30 ish¿ pm on (B)(6) 2016 when he obtained alleged inaccurately high blood glucose results of ¿177 and 51 mg/dl¿ on the subject meter compared to ¿41 mg/dl¿ on an emergency medical services (ems) meter. The patient manages his diabetes with lantus and humalog insulins. He reported that at 10pm on (B)(6) 2016, he had administered his usual dose of medication (32 units of lantus insulin, including sliding scale). He reported that half an hour later he developed symptoms of ¿coma [and] high blood pressure¿. He reported that the ems was contacted and he was given a glucagon injection for his symptoms from a healthcare professional (hcp), also at around 10:30pm on (B)(6) 2016. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. However, the patient had not used an approved sample site to obtain the blood samples making the comparison invalid. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high blood glucose readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia which required hcp intervention, after the alleged meter issue began.